Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead connected to this device was explanted due to infection. As the patient did not require rv pacing, the rv port of the device was plugged during the revision surgery. Subsequently, an alert was generated on the remote monitoring system due to an out of range impedance measurement on the rv channel. Although the device was programmed to atrial only sensing and pacing, automatic rv impedance and threshold checks had not been programmed off, resulting in the out of range measurement. Boston scientific technical services provided programming advice to the caller to turn off these checks. No additional adverse patient effects were reported. This pacemaker remains in service.